Manufacturer narrative:
Method and results: (actual device involved in incident was evaluated): customer reported, the drs viewing the results in progress did not realize that the numbers in yellow boxes are an indicator that the system is still measuring the blood. The system did provide the correct result, it was correctly displayed on both the screen and on the roll printer. Conclusions: customer further reports the system did provide the correct result. Customer stated the correct result was correctly displayed on both the screen and on the roll printer.

Event description:
Customer reported, they had one blood sample with a ph of 7.00 on the instrument display and 7.3x on the instrument print out. Customer reported that for this reason, a c-section (abdominal delivery) was begun on the pt. The customer further reported that when the c-section was completed and when they came back to the instrument, the printout was 7.3 and it was determined that the c-section was not necessary. Results obtained by physician were read from instrument display before the test was completed. The correct final reading for ph would have been displayed within 30 secs. The correct result was displayed in black numbers on a blue background. The physician prematurely acted on a result posted in a yellow box on display indicating results updating.